Event description:
The mesh carrier that the skin graft is placed on and then placed through the meshing device caused the graft to be shredded, making it unusable. When looking at carrier it was obvious that the "grid" was not the same as the other carrier in the box. The defective carrier was the last one in the box, nothing to compare it to. The graft was placed on the correct side of the carrier.